Manufacturer narrative:
E1:(B) (6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Device was returned for no disposable detected. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. Event log confirmed multiple instances of high alarm displayed: cassette not attached properly. However, unable to duplicate. Upon viewing the a/d value in the main menu, readings were extremely low at 8 mv. Probable cause is main board. Replaced the main board to correct the primary reported issue.